Manufacturer narrative:
A single lumen low profile titanium port and attached catheter were returned for eval. Combined assembly measured 8.45 inches. Numerous needle puncture sites were evident throughout septum's surface and multiple scratches were present across surface of titanium base. Catheter contained intermittent clotted blood throughout distal one-half of lumen. A short bend occurred approximately at midpoint along catheter's length. Visual examination of device revealed a 0.15 inch long longitudinal split in clear silicone tubing immediately proximal to 2-dot depth marker (4.25 inches from distal tip of catheter). A dark brown medicinal or blood residue was located within lumen immediatley adjacent to split. Tactually, this residue was readily palpated, as there was a laxity in tubing's texture throughout course of bend at catheter's midpoint. This laxity was further demonstrated by tubing's inability to support its own weight resulting in a kink when extended beyond a supporting structure. Add'l, dried or clotted blood was contained throughout lumen from point of split to distal tip. Despite residue and blood within catheter's lumen, patency of both port and catheter was established by simultaneously flushing each with a 12cc syringe filled with water and a 19 gauge non-coring needle. A leak was observed at site described near 2-dot depth marker. Subsequent leak testing produced no add'l leaks. Microscopic magnification of split revealed edges to be nearly straight and regular, walls smooth and flat. Opposite split, a non-penetrating longitudinal crack in surface of inner diameter was found. Further damage in form of angled incremental impressions was noted in blue strip opposite leak and approximately 0.3 inches proximal. This damage is commonly seen in seen in clavilce-first rib compression and results from two bones rubbing on or nicking into outer diamter of catheter. This results from medial placement of catheter in subclavian vein and is a complication warned against in the MFR's instructions for use for this device.

Event description:
The port catheter leaked. The port was removed from the pt.